Manufacturer narrative:
The device was received and evaluated by beta bionics. User complaint of ilet damage or malfunction was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.".

Event description:
It was reported that the ilet displayed a persistent system update failed alert despite multiple remote update attempts, which prevented meal announcement boluses and produced an unable to proceed notification; the user was instructed to restart the device without resolution and the device was replaced. Symptoms included inability to deliver commanded therapy due to the alert state. Outcomes included temporary interruption of automated bolus delivery and reliance on cgm use outside the ilet until startup of the replacement device. Investigation included customer troubleshooting with guided restart, verification of addresses, and instruction on shutdown and data handling. The complaint was confirmed and determined to be caused by an unresolved system software update failure; no additional device damage was identified.